Manufacturer narrative:
Reliability analysis inspected 2 opened/used infusion sets and performed hand prime using a new lab reservoir and found they were occluded at the p-caps connection section. They were unable to confirm if the customer received the infusion sets occluded because the customer returned opened/used sets. (B)(4).

Event description:
The customer's husband reported via phone call that the customer had a no delivery alarm on the insulin pump. Customer took it out and rewound but still got a no delivery. Customer stated that the pump vibrated and woke them up with an alarm. Customer's blood glucose was 299 mg/dl. Customer took out the reservoir and no delivery alarm occurred while priming. Customer mentioned a motor error alarm. Customer took out the reservoir and when the alarm occurred. Troubleshooting was performed and the insulin did not exit. Customer stated that the pump did not alarm no delivery with manual prime. Customer was advised to return the infusion set and reservoir.